Event description:
An alert was triggered for the pacing impedance falling below the alert threshold. The lead remains in use. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).